Event description:
A customer reported ¿4183 s.loader-x2 home overrun¿ error on the aia-900 analyzer. A technical support specialist instructed the customer to check for obstructions on the beltline, sorter, reagent cover, bf cover and waste chute. No obstructions were observed. The customer rebooted the analyzer but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2), creatine kinase mb (ck-mb), and myoglobin (myo). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched. Prior to arriving at the customer site, the fse contacted the customer by phone, and the customer stated the sample rack was not progressing forward as expected during daily start up. The customer then reported they attempted to reset it by manually pushing the "pusher foot" into position. At the customer site, the fse confirmed the reported issue by visual inspection of the x2 axis operations and review of the error logs. The fse removed the front cover of the analyzer and found the x2 axis "pusher foot" sensor appeared to have been bent forward, resulting in the pusher foot to be improperly positioned to its "limit position". The fse applied slight pressure to the x2 sensor, repositioning it so that pusher foot flag would move into proper position. The fse ran a daily check three times to confirm the x2 axis was now operating in proper position, and it was. The fse then inspected the x1 and x3 axis, cleaned and removed dust and debris. The fse validated the analyzer by running quality control (qc) and patient samples with results within acceptable range. No further action required by field service. The aia-900 analyzer is operating as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through the aware date. There were two similar complaints identified during the search period, including this case. The aia-900 operator's manual under section 12: flags and error messages states the following: [4183] s.loader-x2 home overrun cause: the home sensor s073, which is not supposed to be activated after the sample loader x2-axis moves, was activated. Action: remove the impediment or other cause of the error. Check s073 and also check to see the cause of slipping, and so on, that occurs when pm071 moves to the limit side. The most probable cause of the reported issue was due to a mechanical issue with the x2 axis sensor, cause traced to user.